Event description:
It was reported the pump had eroded through the skin. A pump revision was planned for (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l66505, implanted: (B)(6) 1999, product type catheter. (B)(4).